Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer was unable to remove the fenestrated bipolar forceps. They removed the trocar to remove the instrument. There was no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no patient harm or injury. No fragment fell into patient anatomy. The procedure was completed with no delay.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and replicated the customer reported complaint. The instrument was found to have the main tube broken causing the proximal clevis to be dislodged. A piece measuring proximately 0.146¿ x 0.650¿ was not returned with the instrument. The root cause of broken instrument main tube is associated with mishandling/misuse.